Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned products confirmed the plastic portion of the tips broke off. Previous investigations found the metal tip breakage was due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via (B)(4). The complaint sample is the new design manufactured after the change. Previous investigations found the depuy (B)(4) material research department examined the newer design failures and found the orientation guides fractured due to overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Commercialized product development is aware of the failure and is determining if a design change is indicated. Continue to monitor complaints of the new design under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
White sleeves are cracked on tip.

Manufacturer narrative:
Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices confirms the reported event of tip breakage. Previous similar investigation evaluated by depuy material science found the failure is consistent with an overload fracture. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Based on previous evaluations, the root cause is attributed to misuse/misapplication of the device. Due to the root cause of misuse/misapplication, additional corrective action is not indicated at this time. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/7/2016- the complaint has been reopened to update the root cause within the investigation.